Event description:
Information was received indicating that a smiths medical pump was double beeping with no cassette while testing. There were no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition and a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the double beeping started the moment it was turned on. The downstream sensor will be replaced as this was the cause of this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.